Event description:
Pt reports rainbow glare ou following routine lasik procedure on (B)(6) 2017. Pt was scheduled for and completed regularly scheduled post-ops on (B)(6) 2017. He is unable to determine if rainbow glare symptoms have improved. Pt will rtc for 3 more post-op. Pt is very happy with surgical outcome. Reports rainbow glare is more evident at night. On (B)(6) 2017 vasc 20/15 dd, 20/15 os rainbow glare noted ou. Reference MFR # 3003288808-2017-00928.